Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility a piece of a cutting blade was broken off in the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed through service evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility a piece of a cutting blade was broken off in the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.